Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and called the technical support for the calibration codes so that the inspiratory pressure transducer could be calibrated.

Event description:
It was reported to vyaire medical that the avea ventilator had volume inaccuracy . The reporter confirmed that there was no patient involvement associated with the reported event.